Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 365 mg/dl. The insulin pump had not been dropped or bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged. The customer stated she would change the battery and call back if the issue recurred. The insulin pump was not replaced or returned for analysis.